Event description:
The sales representative reported that the user facility experienced the device running on during testing prior to a procedure. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the user facility experienced the device running on during testing prior to a procedure. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.